Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified coronary artery. A 2.75mm x 20mm liberté¿ stent was advanced to cross the lesion. However, the device encountered crossing difficulties and it was noted that the distal edge of the stent struts were deformed. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system. Device analysis determined the condition of the returned device was consistent with the reported information. The balloon was tightly folded. There were numerous hypotube kinks. The product mandrel and the protective tubing that is placed on the stent in manufacturing were returned. The stent was secure on the balloon. There were several rows on the distal end of the stent that were bunched up. There was no damage noted to the shaft. There was no damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified coronary artery. A 2.75mm x 20mm liberte stent was advanced to cross the lesion. However, the device encountered crossing difficulties and it was noted that the distal edge of the stent struts were deformed. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).